Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. The reason for call was that they recharged the ins this morning and now the controller said that stimulation was off and they couldn't get the stimulation back on. Agent had the patient press the white button on the top of the controller and turn the stimulation on. Pt confirmed that the stimulation was on, however pt then said that they saw the stimulation is off message appeared again. Agent had the pt open up the batteries screen; the controller was at 50% and the ins was at 100%. Agent had the pt turn the stimulation on again using the white button on the top of the controller; pt said that the stimulation was now staying on this time. The troubleshooting steps that were taken on the call resolved the issue. Agent recommended to recharge the controller back up to 100%.